Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple issues. Customer's blood glucose value was unknown. Customer stated that they run a self test, hardware low level failures alarm appeared on the screen and customer was able to clear the alarm. Customer stated that the insulin pump screen was frozen and there were no response from any button of insulin pump. Customer stated that they monitoring the insulin pump for 2 hours and frozen display recurred. Customer stated that the screen was not completely blank. Customer stated that they remove battery from the insulin pump and insert battery alarm appeared on insulin pump screen. Customer stated that the insulin pump had insulin flow block alarm occurred during fill tubing. Customer stated that they replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer stated that the insulin did not exit. Customer stated that they were able to troubleshoot for a potential reservoir and infusion set issue at this time. Customer stated that they run a self test to make sure the insulin pump was functioning properly and hardware low level failures alarm occurred again. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. The device will not be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No button error alarm noted upon testing. No frozen screen anomaly noted during testing. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing however, pump error 63 alarm confirmed in the device history due to broken pin 6 trace on keypad assembly.